Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient¿s blood glucose level reached 267 mg/dl. The pod was worn less than an hour on the back. It was noted that the pod fell off and the cannula dislodged from the site. Hyperglycemia treated with a new pod.